Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported "bad speaker" was reproduced as the device producing no sound during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The bad speaker was verified. The cause was determined to be a failed speaker in the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad speaker. There was no patient involvement. No additional information is available.